Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. There was extensive damage to the catheter shaft in the form of kinks, bends and buckling. The balloon was attempted to be inflated but would not inflate due to the extreme and severe damage of the returned devices inner lumen. The deflation issue could not be confirmed due to the device not being able to be inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID # (B)(4).

Event description:
This case was reported in duplicate as MFR report#: 2134265-2017-05537.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 8x40mm target lesion was located in the mildly tortuous and mildly calcified iliac artery. A crossover probing was performed by re-stenosis plaque in the right common iliac artery. Initial pre-dilation of the plaque by 8mm balloon over an 18 guidewire was performed, followed by post-dilation up to 7mm, then 8mm. Afterwards, a non-bsc guidewire was used for the probing of the right external iliac artery, as well as the superficial femoral artery, then a stent-protected angioplasty of the right external iliac artery up to 8mm wide and 4cm long using a nitinol stent was done with no restenosis. Then a stent-protected angioplasty of the superficial femoral artery (afs) was also performed using a 6mmx4cm long nitinol stent, followed by post-dilation up to 5.5mm. Crossover angioplasty of the in-stent stenosis was done with an 8.0x40mmx135cm ranger over-the-wire drug coated balloon catheter. Post inflation, the balloon could not be fully deflated. The partially expanded drug-eluting balloon catheter was then percutaneously punctured using a non-bsc needle under fluoroscopy and deflated. The ranger drug coated balloon catheter was then removed together with the sheath from the left groin without complication. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.